Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("infection and inflammation reaction due to prosthetic device") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced hot flush ("hot flashes"), libido decreased ("decreased libido") and feeling hot ("feeling hot"). On (B)(6) 2016, the patient experienced abdominal distension ("bloating feeling /abdominal bloating"), rash ("rashes/skin change allergic type reaction"), musculoskeletal discomfort ("low back discomfort") and dyspareunia ("vaginal discomfort with intercourse"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("irregular heavy menses"), feeling abnormal ("filling foggy") and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), nausea ("nausea"), menorrhagia ("excessive menstruation"), night sweats ("night sweats"), alopecia ("hair loss") and pain of skin ("skin sensitivity"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy of essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, diarrhoea, nausea, menorrhagia, abdominal distension, night sweats, rash, alopecia, libido decreased, feeling hot, musculoskeletal discomfort, dyspareunia, dysmenorrhoea, menometrorrhagia, feeling abnormal and uterine leiomyoma had resolved and the hot flush and pain of skin had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, diarrhoea, dysmenorrhoea, dyspareunia, feeling abnormal, feeling hot, hot flush, libido decreased, menometrorrhagia, menorrhagia, musculoskeletal discomfort, nausea, night sweats, pain of skin, pelvic inflammatory disease, pelvic pain, rash and uterine leiomyoma to be related to essure. The reporter commented: after the removal of the essure device plaintiff symptoms largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2012: bilateral total occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection and inflammation reaction due to prosthetic device') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced hot flush ("hot flashes"), libido decreased ("decreased libido") and feeling hot ("feeling hot"), 3 years 5 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal distension ("bloating feeling /abdominal bloating"), allergic rash ("rashes / skin change allergic type reaction"), musculoskeletal discomfort ("low back discomfort") and dyspareunia ("vaginal discomfort with intercourse"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("irregular heavy menses") and feeling abnormal ("filling foggy") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), nausea ("nausea"), menorrhagia ("excessive menstruation"), night sweats ("night sweats"), alopecia ("hair loss"), cutaneous hypersensitivity ("skin sensitivity / allergy/ hypersensitivity symptoms"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy and on (B)(6) 2016, hysterectomy with bilateral salpingectomy of essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, diarrhoea, nausea, menorrhagia, abdominal distension, night sweats, allergic rash, alopecia, libido decreased, feeling hot, musculoskeletal discomfort, dyspareunia, dysmenorrhoea, menometrorrhagia, feeling abnormal and uterine leiomyoma had resolved, the hot flush and cutaneous hypersensitivity had not resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergic rash, alopecia, autoimmune disorder, diarrhoea, dysmenorrhoea, dyspareunia, feeling abnormal, feeling hot, genital haemorrhage, hot flush, libido decreased, menometrorrhagia, menorrhagia, musculoskeletal discomfort, nausea, night sweats, pelvic inflammatory disease, pelvic pain, uterine leiomyoma and cutaneous hypersensitivity to be related to essure. The reporter commented: after the removal of the essure device plaintiff symptoms largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral total occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection and inflammation reaction due to prosthetic device') and pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced hot flush ("hot flashes"), libido decreased ("decreased libido") and feeling hot ("feeling hot"), 3 years 5 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal distension ("bloating feeling /abdominal bloating"), dermatitis allergic ("rashes / skin change allergic type reaction"), musculoskeletal discomfort ("low back discomfort") and dyspareunia ("vaginal discomfort with intercourse"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("irregular heavy menses") and feeling abnormal ("filling foggy") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), nausea ("nausea"), menorrhagia ("excessive menstruation"), night sweats ("night sweats"), alopecia ("hair loss"), sensitive skin ("skin sensitivity / allergy/ hypersensitivity symptoms"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy and on (B)(6) 2016, hysterectomy with bilateral salpingectomy of essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, diarrhoea, nausea, menorrhagia, abdominal distension, night sweats, dermatitis allergic, alopecia, libido decreased, feeling hot, musculoskeletal discomfort, dyspareunia, dysmenorrhoea, menometrorrhagia, feeling abnormal and uterine leiomyoma had resolved, the hot flush and sensitive skin had not resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, feeling abnormal, feeling hot, genital haemorrhage, hot flush, libido decreased, menometrorrhagia, menorrhagia, musculoskeletal discomfort, nausea, night sweats, pelvic inflammatory disease, pelvic pain, sensitive skin and uterine leiomyoma to be related to essure. The reporter commented: after the removal of the essure device plaintiff symptoms largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: bilateral total occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: abnormal bleeding, auto-immune symptoms added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("infection and inflammation reaction due to prosthetic device") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced hot flush ("hot flashes"), libido decreased ("decreased libido") and feeling hot ("feeling hot"). On (B)(6) 2016, the patient experienced abdominal distension ("bloating feeling /abdominal bloating"), dermatitis allergic ("rashes / skin change allergic type reaction"), musculoskeletal discomfort ("low back discomfort") and dyspareunia ("vaginal discomfort with intercourse"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("irregular heavy menses"), feeling abnormal ("filling foggy") and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), nausea ("nausea"), menorrhagia ("excessive menstruation"), night sweats ("night sweats"), alopecia ("hair loss") and sensitive skin ("skin sensitivity"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy of essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, diarrhoea, nausea, menorrhagia, abdominal distension, night sweats, dermatitis allergic, alopecia, libido decreased, feeling hot, musculoskeletal discomfort, dyspareunia, dysmenorrhoea, menometrorrhagia, feeling abnormal and uterine leiomyoma had resolved and the hot flush and sensitive skin had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, feeling abnormal, feeling hot, hot flush, libido decreased, menometrorrhagia, menorrhagia, musculoskeletal discomfort, nausea, night sweats, pelvic inflammatory disease, pelvic pain, sensitive skin and uterine leiomyoma to be related to essure. The reporter commented: after the removal of the essure device plaintiff symptoms largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral total occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection and inflammation reaction due to prosthetic device') and pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included emotional lability, ache and labium majus pudendi swelling. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced hot flush ("hot flashes"), libido decreased ("decreased libido") and feeling hot ("feeling hot"), 3 years 5 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal distension ("bloating feeling /abdominal bloating"), allergic rash ("rashes / skin change allergic type reaction"), musculoskeletal discomfort ("low back discomfort") and dyspareunia ("vaginal discomfort with intercourse"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea"), menometrorrhagia ("irregular heavy menses") and feeling abnormal ("filling foggy") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), diarrhoea ("diarrhea"), nausea ("nausea"), heavy menstrual bleeding ("excessive menstruation"), night sweats ("night sweats"), alopecia ("hair loss"), cutaneous hypersensitivity ("skin sensitivity / allergy/ hypersensitivity symptoms"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy and on (B)(6) 2016, hysterectomy with bilateral salpingectomy of essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, diarrhoea, nausea, heavy menstrual bleeding, abdominal distension, night sweats, allergic rash, alopecia, libido decreased, feeling hot, musculoskeletal discomfort, dyspareunia, dysmenorrhoea, menometrorrhagia, feeling abnormal and uterine leiomyoma had resolved, the hot flush and cutaneous hypersensitivity had not resolved and the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergic rash, alopecia, autoimmune disorder, diarrhoea, dysmenorrhoea, dyspareunia, feeling abnormal, feeling hot, genital haemorrhage, heavy menstrual bleeding, hot flush, libido decreased, menometrorrhagia, musculoskeletal discomfort, nausea, night sweats, pelvic inflammatory disease, pelvic pain, uterine leiomyoma and cutaneous hypersensitivity to be related to essure. The reporter commented: after the removal of the essure device plaintiff symptoms largely resolved. The contralateral fallopian tube was treated in a similar fashion, 4 coils on the patient's right and 5 coils on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral total occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding, abdominal distension, dermatitis allergic, night sweats, hot flush, feeling abnormal, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, patient's date of birth, race information, medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.